Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event was reported to have occurred in (B)(6) 2011. Concomitant medical products: guide wire: j tip guide wire; sheath: 10f; heparin and aspirin; the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the handle was in the backdown position. The sheath appeared normal. During the investigation, guide wire patency was performed. A new guide wire was backloaded and frontloaded without a problem or resistance. The hemostatic valve and exit ramp were checked and both were found normal. There was no information provided to indicate if the reported guide wire used in the case was incompatible (workhorse stiffness). The probable cause for the difficulty to advance the sheath over the guide wire are challenging anatomies such as, heavily calcified arteries, heavily scarred tissue, morbidly obese patient, tight tissue tract because of inadequate skin incision, or using a smaller sized introducer sheath. It was reported that the common femoral artery was calcified, which may have contributed to the reported difficulty. The instructions for use (IFU) states: the safety and effectiveness of prostar have not been established in patients with common femoral artery calcium, which is fluoroscopically visible. Based on the investigation, the device performed according to specification; therefore, the cause for reported event could not be determined. During manufacturing, the marking of each device is subject to inspection and a quality control audit inspection is performed to verify product quality. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database did not reveal any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). Correction: in the initial medwatch report these fields, adverse event box, and required intervention to prevent permanent impairment/damage box, were checked inadvertently.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a prostar xl device prior to an interventional stenting procedure, using the preclose technique, with a 10f sheath. Reportedly, difficulty was encountered while advancing the non-abbott guide wire through the device. The wire couldn't be advanced past the hemostatic valve and the guide wire exit port. The wire was retracted and reinserted; with more effort and slight 'pushing', the wire was successfully advanced through the device. After placing the sutures, the sheath was exchanged for a larger sheath and the interventional procedure was performed. Hemostasis was achieved by the device. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the prostar xl device. Though requested, additional information was not provided.